Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had replacement yesterday and he noted patient had bilateral stimulation rather than just one side as registration has lead him to believe. Hcp noted one of the extension had kinked wire. Impedance showed electrode 3(left side) had issues: 35.5k monopolar 0<(>&<)>3 34k ohms 3<(>&<)>1 33.6 ohms 2<(>&<)>3 33.3 ohms. Rep was able to program since electrode 3 wasn't used. A left 3.5ma 80usec 160hz c2 right 3.6ma 60usec 160hz c10 b left 4 ma6 60usec 150hz c2, right 3.8 ma 60usec 150hz c10. Hcp does not intend to revise unless there is therapy issue. Rep couldn't tell if surgery resolved any therapy issue since patient couldn't communicate. Rep doesn't know patient's weight. Troubleshooting was not required. The issue was not resolved through troubleshooting. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. They clarified that the kinked wire is on the left unregistered extension. Registration information was not able to be obtained. They clarified that the replacement surgery was due to implanted neurostimulator being at eri (elective replacement indication) and no abnormal depletion was alleged. Cause of high impedance was not determined.